Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid colectomy procedure, the clips fell out of the device. Another instrument was used to complete the procedure. There was no adverse patient consequence.